Event description:
An aneurx abdominal stent graft system was implanted in a pt for the endovascular treatment of an 8 cm abdominal aortic aneurysm and bilateral iliac aneurysms approx 59 months ago. Vessel morphology at the time of implant was not reported. It was reported that the aneurx bifurcated stent graft was placed 2.5 cm below the renal arteries, and then two aortic cuffs from another MFR were implanted proximally to build up to the renal arteries. Aneurx cuffs were also implanted to repair the bilateral iliac aneurysms. Approx 58 months post-implantation, a junctional type iii endoleak due to an unk cause was identified between the aneurx bifurcated stent graft and the first aortic cuff from the other MFR. The physician elected to perform an intervention several weeks later, in which two 28 mm aneurx cuffs and a 32 mm talent thoracic cuff were implanted and successfully resolved the endoleak. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4): results of eval: endoleak. Unk cause of the type iii endoleak.